Manufacturer narrative:
The sample is not available for return. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.

Event description:
Attempted puncture in msd with single puncture, but catheter after migration when removing the guide wire it showed significant resistance, and when pulled the catheter curled, as if it had "stuck". Because the extension had curled up and we were able to remove the guide wire completely when flushing, a hole was found in the catheter near the "cannon", making it impossible to keep the catheter in the patient. Device removed and emergency physician performed intracath passage.

Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. According to the customer, there was no sample available for review. Additionally, there was no visual evidence provided to support the alleged complaint. Without such evidence, this complaint could not be confirmed and determining a root cause and corrective action is not possible.